Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error the main arm cannot communicate with the motor arm and generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm noted during testing. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.